Manufacturer narrative:
Evaluation: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(6) female patient contacted zoll customer support to report that the patient is blistering under the therapy pads and the blisters are seeping out. The patient continued to wear the lifevest. There was no additional follow-up on the condition of the irritated area.